Event description:
It was reported by the patient's mother that the patient experienced an increase in seizures when the vns battery was allowed to fully deplete. No timeline was provided by the patient¿s mother at the time of the initial report. As the patient could not be identified in the manufacturer's database, it could not be confirmed when the patient's vns had depleted or whether it was fully depleted. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently listed "22" instead of "ni". Date of event, corrected data: initial report inadvertently listed "(B)(6) 2019" instead of "ni". Brand name, corrected data: initial report inadvertently listed "pulse gen model 105" instead of "ni". Model #, corrected data: initial report inadvertently listed "105" instead of "ni". If explanted, give date, corrected data: initial report inadvertently listed "na" instead of "ni".